Event description:
A coronary atherectomy procedure commenced to treat a lesion in the left anterior descending coronary artery. A spectranetics ecla laser atherectomy catheter was being calibrated; however, calibration was unsuccessful. The procedure was completed without the use of the elca, with no reported patient harm. During evaluation on 19feb2026, visual inspection found a breach/puncture to the working length, with a broken fiber visible. Melting of the outer jacket was observed 86 mm from the distal tip. Calibration was not possible due to the breach at the working length. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A5) patient ethnicity - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H6) based on the device evaluation and investigation, the cause of the reported failure and damage could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.